Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was overheating. It is known that the device was being used in surgery. It is also known that no pt or user injuries occurred; however, it is unk if there was any medical intervention related to the event. No add'l info available.